Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent moved on the balloon and damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. After successful rotablation with a 1.5mm rotapro and pre-dilatation with a 3.00mm emerge balloon, a 3.50x16mm synergy drug-eluting stent was advanced to treat the lesion. However, the device got stuck in the calcified lesion and could not be advanced or retracted. In an attempt to remove the device, the stent started to strip off from the balloon. The physician then used the stent delivery balloon to deploy as much of the stent as possible in the target lesion. A series of increasing sizes of balloon were then used to fully expand the stent. Subsequently, a second stent was deployed to cover the entire area due to the original stent being crumpled. The procedure was completed without any patient complications.